Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high readings compared to normal reading. The pt manages his diabetes with an insulin pump. On the morning of (B) (6), 2010, the pt obtained a blood glucose reading that was 20-50 mg/dl higher than his usual readings. At the time of concern, the pt increased his novolog insulin per the lfs meter reading. "Right after" the pt reportedly developed "low blood sugar symptoms." It is not known what treatment the pt obtained that morning. The pt stated that he administered self treatment in the afternoon with food/drink. The alleged treatment in the afternoon could be suggestive for hypoglycemic. During troubleshooting, the csr noted that the pt was not able to provide any numeric values to substantiate the alleged inaccurate high issue. This complaint is being reported because, the pt allegedly rec'd treatment suggestive for hypoglycemia after he took insulin per the alleged inaccurate high reading obtained on the lfs meter. Replacement products were sent to the pt.